Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with afx approximately 4 years ago (exact date unknown). Approximately 2 years post implant the patient underwent coil embolization of the ima for reported sac enlargement. Recently, the patient presented for a routine follow-up, a CT was completed and sac increase was observed again. The patient was brought in for coiling and inferior mesenteric artery. The patient will continue to be monitored.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were evidence to support the reported endoleak. It was confirmed that patient had a coil embolization of the ima, a sac enlargement at 48 months (+7mm/~24m), and a persistent el2 ima-r accessory renal artery collateral. In addition, a palmaz stent was placed in the proximal neck (unknown when and why placed), an el1a, and a pta of a non-endologix stent. The most likely cause of the loss of seal was related to a patent inferior mesenteric artery that persisted following a secondary procedure of coil embolization (at 24 months post implant). Collateral flow from an accessory renal artery to the inferior mesenteric artery contributed to the event. Additionally, a type ia endoleak, was treated with balloon angioplasty to expand an under-expanded non-endologix stent in the proximal neck. Unable to determine when and why the non-endologix stent was placed. Associated clinical harms for this event included: type ia endoleak, aneurysm enlargement, and secondary endovascular procedure. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent inferior mesenteric artery, likely contributed to the clinical harm: type ii endoleak the final patient disposition was discharged home on post operative day one in stable condition. A review of the manufacturing records could not be performed due to the limited information regarding the patient's initial procedure. Three (3) requests were made for the patient medical records and imaging surrounding the reported event, however, the requests was denied. In addition, a lot history review could not be conducted since no lot number was provided. No device will be returned as the device remains implanted in the patient. A possible re-intervention is still being considered, but is being postponed 6 month from the original proposed date of 10/10/2017. Another CT scan will be done at that time to re-evaluate. Patient will be continued to be monitored and endologix will continue to investigate this event and similar events to ensure the highest quality and patient safety.